Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was not making any sound when alarming. The device was set to audio and vibrate. The customer¿s blood glucose during the incident was 97 mg/dl. The device alarmed a hardware low level failure during self-test. They cleared the alarm. They performed another self-test but the device did not pass. The device will be returned for analysis.